Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that bd nexiva single port tubing disconnected at the luer connection. The following information was provided by the initial reporter: reported: (B)(6) 2024 (B)(6) said she experienced this in little current the last shift she was over there too. (B)(6) 2024: also, the second occurrence that is mentioned in the complaint was found to be a misunderstanding; the luer-lock was disconnected, not the line.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of connection issues was not confirmed. From the supplied photographs no connection issues could be observed. To better investigate this reported issue the affected sample would be necessary. If you ever experience a product issue again it would be very beneficial to the investigation to return the affected product. We would be very interested in reviewing products that did not meet your standards. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva. Device failure: connection issues.